Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient had some type of abdominal surgery, where "her catheter was cut." The patient's alarm had been going off for about a year and remained in simple continuous mode and was not programmed to run at the minimum rate. The patient's pump was running even though the reservoir was dry of medication. The patient had a catheter revision and a pump replacement. It was stated that the revision and replacement surgery were successful. The medication being delivered via the device system was not reported. Additional information has been requested. A follow-up report will be sent if additional information becomes available.